Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (547 mg/dl). Customer did not perform the fill procedure correctly prior to calling. Eh forgot to attach the infusion set tubing to the luer lock when performing the fill tubing procedure and loaded cold insulin into the cartridge. He changed his cartridge, insulin, and infusion set, and took a correction bolus to stabilize his blood glucose levels.